Event description:
It was reported that the cuff on the trach is already inflated in the box. It is not possible to pull out the air from the cuff. No patient injury was reported.

Manufacturer narrative:
Two samples were received in new conditions inside their closed original packaging and three samples in used condition. During the visual inspection, we observed samples were inflated according to their specification. During the test, we did not find issues to extract the air from cuff and then to inflate them with 5cc of air. The complaint is not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).